Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call that they experienced high blood glucose level of 498 mg/dl. The customer was treated with a manual insulin injection. Customer declined to troubleshoot for high readings. The insulin pump was not in auto mode. The product will not return for analysis.